Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during testing, ventricular fibrillation (vf) was induced, but it was not recognized by the device. Instead, it was marked as noise. As a result, an external shock was delivered. The device was reprogrammed and the next test was successful. No additional adverse patient effects were reported.